Event description:
Same case as MFR #2134265-2009-04258, 2134265-2009-04259 2134265-2009-04260, 2134265-2009-04262. It was reported that during a percutaneous coronary intervention procedure, a dissection occurred. The 99% stenosed target lesion was located in the severely calcified mid right coronary artery (rca). The physician advanced a choice pt and choice extra support guide wire and then attempted to cross the lesion with a 2.75 x 15 mm maverick balloon; however, the device was unable to cross the rca. The physician then advanced a 2.5 x 20 mm maverick balloon which was also unable to cross the lesion. A 1.5 x 15 mm apex balloon was then advanced to the lesion and was inflated to 13 atms and the balloon ruptured. Immediate staining was noticed in the distal artery, suggesting that a dissection occurred. A 2.5 x 23 mm promus stent was then advanced to the lesion but was unable to cross the rca. The physician attempted to place a 2.5 x 12 mm non bsc stent to treat the dissection; however, it was unable to cross the dissection and was deployed in the mid rca. Balloon angioplasty was performed again with an unspecified balloon and then the physician was able to successfully treat the lesion by implanting a 2.5 x 14mm and a 2.5 x 24 mm non bsc stent in the lesion with 0% residual stenosis with timi 3 flow. No further pt complications were reported with the pt's current condition listed as "stable". Add'l info was requested, but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.